Manufacturer narrative:
Manufacturer's ref#: (B)(4). Summary of investigational findings: one year after filter placement unspecified damage was reported and 11-15 years later a segment from the damaged part was noted in the right atrium. After consultation with patient¿s family a wait-and-see approach was decided. No product was returned for investigation and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have damaged the filter within approx. One year after filter placement and what may have caused ¿a separated segment from the damaged part was inside the right atrium¿ more than ten years later, but it is noted that a wait-and-see approach was chosen, due to the patient¿s condition and after consulting the patient¿s family. The information provided with the complaint does not address how the filter was placed or if difficulties were encountered with placement. There is no patient history for review. It is unknown if the patient had other surgeries or procedures performed in the area of the filter. It is unknown if the patient had megacava. There is no information regarding use of power or hand injection to perform cavography to verify position after the initial placement. Therefore, based on the information provided the reason for the filter to fracture will be pure speculation. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. There are adequate controls in place to ensure the device was manufactured to specifications, but cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Additional information provided determined that this device was manufactured by william cook europe. With the submission of this initial report, william cook europe informs that all future submissions regarding this complaint will be handled under this report. Device is unknown, but referred to as a gunther tulip. (B)(4). A separated portion of the device migrated to the right atrium. Investigation is still in progress.

Event description:
Description of event according to initial reporter: approximately 15 years ago: gunther tulip filter was placed to treat the venous thrombus. A year after the placement: damage of the implanted filter was confirmed. The physician took a wait-and-see approach instead of performing surgery since he/she judged that it would be difficult to retrieve the damaged part because the damaged part was fixed to the ivc wall and the filter was functioning within an acceptable range. Approximately 10 years ago: CT showed the same state, so the wait-and-see approach was taken again. Approximately 4 years ago: CT confirmed that the filter was partially damaged, but the physician took a wait-and-see approach again. Unknown date: though a wait-and-see approach was taken 4 years ago as mentioned above, no follow-up was conducted at all. On the unknown date, CT which was originally performed for low back pain coincidentally discovered that a separated segment from the damaged part was inside the right atrium (probably at the free wall). Since the surgical operation would have been difficult for the patient in consideration of age and also based on the result of consultation with patient's family, the physician decided to take a wait-and-see approach. Patient outcome: no information provided, but also there have been no adverse effects to the patient reported.